Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that myopotential was observed on the egm 2 (electrogram) and lecg (lead electrocardiogram) during follow-up for the right ventricular (rv) lead. No actions were taken and the rv lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was noise observed on the egm (electrogram) for the right ventricular (rv) lead.